Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels (366 mg/dl) with moderate ketones since the previous night. The customer took a correction bolus. At the time of the call, the customer's bg level was 337 mg/dl and air bubbles were noted in the cartridge patient line and luer lock. During troubleshooting with tandem technical support, the customer was guided through the fill tubing process to remove the air bubbles. Reportedly, when performing the air removal step, the customer had not been letting the syringe plunger reset, resulting in a vacuum of pressure being left in the cartridge. The customer was instructed regarding the proper load process and the customer indicated that the cartridge would be changed. One and a half hours later, the customer's bg level was reported to still be elevated (300 mg/dl). The customer delivered a bolus and took a manual injection. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.